Event description:
It was reported, that the right ventricular (rv) lead had moved or dislodged, following a new implant. The rv lead was capped (B)(6) 2024 and replaced. There were no patient consequences.